Event description:
Customer reported that she was experiencing high blood glucose of 259 mg/dl; treated with manual insulin injection and had low blood glucose of 55 mg/dl for the past two nights; treated by eating candy. During troubleshoot; it was stated the drive support cap is recessed. The tubing has no air bubbles and no insulin leak was found. Customer was able to rewind and perform manual prime. Time, date, basal rates and bolus wizard are set up correctly. Customer stated that the reservoir is showing more insulin than what is shown on the status screen. Customer was advised to change the infusion set, reservoir and insulin. Troubleshoot was not completed as the customer had to go get her supplies and the tubing clamp to perform the high pressure test. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.